Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2016 was 641 mg/dl with diabetic ketoacidosis and large ketones. The reporter noted the patient was hospitalized and treated with insulin via injection and intravenous fluids. The reporter noted the patient discontinued pump therapy and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump¿s time and date setting reset to default when the battery was removed for less than 24 hours. This complaint is being reported because the reported health event was attributed to a device malfunction.